Event description:
It was reported that the patient presented for pocket revision due to a competitor lead that had errored through the skin. The implantable cardioverter defibrillator was explanted. The patient was stable.